Event description:
The pt was receiving the following drugs: via an alaris imed pump - intravenous morphine sulfate (2.5 mg/hr). Two 25 mcg transdermal fentanyl patches were applied to assist with weaning from IV morphine. The pt was to be titrated off of morphine over 12 hours in 0.5 mg. Morphine dose had been titrated down by 0.5 mg increments, starting to a dose of 2.0 mg/hr. Additional titration of the morphine sulfate dose had occurred. The pt was also taking nortriptyline 30 mg [by mouth], neurontin 200 mg three times per day [by mouth], and acyclovir (for herpes on lip). The pt died. Fentanyl patches were taken by the medical examiner.